Event description:
The customer reports receiving erratic readings in blood glucose tests, with readings of 122 mg/dl, 500 mg/dl and 500 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was not report of death or serious injury associated with this event.